Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Concomitant product: 5024m, implantable pacing lead, (B)(6) 1995. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted and replaced prophylactically. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.